Event description:
It was reported that a spectrum iq infusion pump had downstream occlusion during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information:d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, downstream occlusion was not reproduced .the device was tested for downstream occlusion detection and passed. Review of the event history log confirmed downstream occlusion however, the event history log cannot confirm if the alarms were true of false. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. During evaluation, the device had low audio. The cause was identified to be the rear case which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.